Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Unable to download history files and traces using thump software due to flashing medtronic logo. Unable to confirm audio/vibrate anomaly/absence of alarm, blank display and flashing white display due to constant flashing medtronic logo. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of water had corroded electronic assemblies and force sensor flex connector. Unit also received with cracked case (battery tube), cracked case-corner of belt clip rails and scratched case. In conclusion, the unit was received an unexpected flashing medtronic logo due to corroded electronic assembly. Therefore, unable to confirm audio/vibrate anomaly/absence of alarm, blank display and flashing white display due to constant flashing medtronic logo. Unit was received with cracked case-corner of belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump exposed to fluid, and the location of the damage was at the belt clip rail. The customer stated there is a vibration in the pump, flashing white display, and blank display. The customer reported a blood glucose value of 54 mg/dl for the low blood glucose and 219mg/dl for the high blood glucose. The customer experienced hyperglycemia and was treated with a manual injection. The customer experienced hypoglycemia and was treated with a glucose/carb intake. The event involved product(s) mmt-1884, mmt-442ag, mmt-332, and mmt-7040a. Troubleshooting was performed for the fluid in the pump, and the keypad is responsive. Troubleshooting was performed for the blank display and the blank display at the time of the call. Troubleshooting was performed for the cosmetic damage, and impacting pump functionality. Troubleshooting was partially performed for the constant tone. Troubleshooting was not performed for the high blood glucose and low blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported.the customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-442ag, mmt-332, and mmt-7040a

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.